Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Parity errors occurred on (B)(6) 2016 and (B)(6) 2016, both single bit error correction code (ecc) errors (corrected bit flips). Analysis of the device memory indicated that the ventricular rate histograms were missing/invalid. Rate histograms display invalid data. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) rate histograms displayed invalid data. A bit flip is suspected to have caused this error. It was noted that the patient is receiving radiotherapy. The device parameters were within normal range and no reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.